Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 342 mg/dl. The customer's mother stated has been hospitalized several times this summer due to high blood glucose over 600 mg/dl. Customer does not want to troubleshoot for high blood glucose and hospitalization.